Manufacturer narrative:
Correction: removed fdp2378 ¿ healing impaired¿ code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional hernia. It was reported that after implant, the patient experienced infected mesh, abdominal wound, chronic drainage from previous umbilical hernia repair wound, liver lesion, adhesions, purulent debris and pain. Post-operative patient treatment includes revision surgery.